Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to a blood glucose level of 25 - 45mg/dl. The cause of the low bg was unknown. Bg was addressed via consumption of carbohydrates and glucagon. Additionally, customer updated pump settings. Reportedly, the customer left the ER later the same night with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.